Manufacturer narrative:
The pt remains in the hospital under observation, continues on lvad support and is reportedly stable. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported noticing a small slit in the plastic of the pt's percutaneous lead (driveline) that reportedly coincided with low flow and red heart alarms when the area was manipulated. The pt was reportedly unstable and was readmitted to the hospital. The hospital temporarily secured the suspect area with rescue tape and a request was made to the MFR to further evaluate the pt's driveline. The x-rays, photographs, log files and waveforms submitted to the MFR for review were unremarkable. The MFR's technical services team member also evaluated the pt's driveline and no issues were found. Add'l info received indicated that the pt has a history of hemolysis and thrombus, is experiencing moderate right heart (rv) function, sepsis, possible aortic insufficiency (ai), possible patent foramen ovale (pfo) and bleeding at the exit site. An occlusion in the pump is suspected due to low power (watts). The MFR's clinical specialist recommended increasing the pump speed in increments of 200 rpm to see if the adjustment would mitigate any alarms.